Event description:
It was reported that during a prostate procedure, it was noted that the fiber cap of the side-firing fiber and broken off and was retrieved at 228 joules. Physician determined that the procedure was satisfactorily completed with the first fiber. " no injury to the patient" was reported.